Event description:
It was reported that the 9600+ workstation and c-arm shut down with no error displayed. System would not x-ray. It was noted that the problem happened during setup. Rebooted the system and was able to complete the procedure. There was no report pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a loose wire in the twist on the extension cord. Repaired the wire. The system was tested and found to be working as intended and placed back into service.